Event description:
Subsequent to the initial MDR, clarification was provided on 12/15/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the cgm was reading 47 mg/dl and the bg meter reading was 105 mg/dl. The patient was self-treated with insulin at this time; however, he was advised by his doctor not to. Further details regarding this treatment and the patient's conversation with their doctor were not clarified. The patient was not experiencing any symptoms. At some point, the patient lost consciousness. It is unclear how long the patient lost consciousness, but without any treatment, he regained consciousness at home. The patient¿s wife then transported the patient to the hospital. At the hospital (around 3am), the patient's bg meter reading was 90 mg/dl (no cgm comparison value was provided at this time). The patient was provided a "bottle of fluid" and was advised to drink orange juice at the hospital as treatment. The patient was discharged home approximately 7 hours later (around 10 am). The patient was in good condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On 11/15/2023, the patient was found unconscious by his caretaker. Events leading up to the patient being found unconscious are unknown, but it was reported the patient was not having any symptoms. The patient¿s caretaker transported the patient to the hospital. No bg or cgm readings were taken prior to the patient being transported to the hospital. At the hospital, it was only reported that the patient had his bg meter readings tested multiple times and was treated with insulin. Of note, the cgm was reading low mg/dl and the bg meter reading was 105 mg/dl but it was unclear if it was checked the same time frame. It was not known when the patient regained consciousness. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator during the time the patient was found unconscious. The reported glucose values at an unspecified time during the event fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause loss of consciousness.